Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 08/19/2024, it was reported by a sales representative via sems-(B)(4) that an ar-9831 apollorf i90, aspirating ablator had the electrode come out of the tip. The patient was not affected. This was discovered during use, with no reported patient harm. Additional information was received on 08/21/2024: the electrode came out while in the patient but never fell entirely off the cords inside; the electrodes were still attached. The electrode was then removed from the patient. The case was delayed 3-5 minutes to get another wand. The case was completed by getting another probe with no issues. This was discovered during a shoulder arthroscopy procedure on (B)(6) 2024.

Manufacturer narrative:
Complaint allegation is confirmed. One unpackaged ar-9831 apollorf i90, aspirating ablator batch number: 15247144 was received for investigation. Visual evaluation of the returned device noted that the electrode was detaching. Signs of use were also noted on the tip of the ar-9831 apollorf i90, aspirating ablator. Functional testing was not performed due to the damage to the device. This is a known manufacturing issue. Refer to (B)(4). Refer to investigation photos.